Event description:
The following has been reported: biomed reported: red alarm. No patient harm reported. 08/11/2025- biomed reported: "we are unable to run an infusion test due to a frozen screen; we restarted it and attempted to but it still has a frozen screen." A preliminary review identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for lcd touch input failure. During evaluation it was found the touch input cable was disconnected, preventing touch input. Reseating the cable restored functionality.